Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: battery/ (B)(4) / model #1650de / exp. Date: 2016-09-30/ UDI#: (B)(4). Device available for evaluation: no. Mfg. Date: 2015-09-30. Labeled for single use: no. (B)(4). Battery/ (B)(4)/ model #1650de / exp. Date: 2016-09-30/ UDI#: (B)(4). Device available for evaluation: no. Mfg. Date: 2015-09-30. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had a fault alarm and both batteries connected to the power sources were depleted below twenty-five percent (25%). The controller eventually lost power for approximately one (1) hour and twenty-three (23) minutes. The devices remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two batteries (B)(4) were returned for evaluation. The controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that battery (B)(4) passed visual inspection and functional testing. Failure analysis of battery (B)(4) revealed that the device passed functional testing. Visual inspection revealed that the release indicator markers on the battery connectors were illegible. Of note, it was observed during functional testing that battery (B)(4) exceeded their useful operating life of 500 charge and discharge cycles. These are additional findings unrelated to the reported event. The most likely root cause of the high cycle count observed during testing can be attributed to the batteries reaching the end of their useful life. The most likely root cause of the illegible release indicators on the battery connectors can be attributed to wear and/or handling of the device. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. A review of the alarm file revealed several critical battery alarms were logged since 27/jun/2018 involving batteries (B)(4). Additionally, two (2) controller fault alarms were logged on 27/jun/2018 at 07:31:54 and 27/jun/2018 at 07:32:22. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). A controller fault alarm will occur if the battery is approaching 0% rsoc. Log file analysis revealed a controller power-up event on 27/jun/2018 at 09:07:30. The controller was without power for 1 hour, 23 minutes, and 32 seconds. As a result, the reported event was confirmed. The most likely root cause of the critical battery alarms, controller fault alarms, and loss of power can be attributed to the patient allowing batteries to depleting below 10%. An internal investigation was initiated to capture events involving the controller losing power. Additional products: (B)(4), this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and two batteries were not returned for evaluation. A review of the alarm file revealed 35 critical battery and two (2) controller fault alarms. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). A controller fault alarm will occur if the battery is approaching 0% rsoc. Log file analysis revealed a controller power up event on (B)(6) 2018, at 09:07:30. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 0% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 0% rsoc. The data point recorded after the loss of power revealed that (B)(4) was connected to power port (1) and (B)(4) was connected to power port two (2). The controller was without power for one (1) hour, 23 minutes and 32 seconds. As a result, the reported event was confirmed. The most likely root cause of the critical battery, controller fault alarms and loss of power can be attributed to the patient allowing the batteries to depleting below 10%. Additional products: (B)(4), battery h6: method code(s): 4112 h6: result code(s): 213 h6: conclusion code(s): 67 (B)(4), battery h6: method code(s): 4112 h6: result code(s): 213 h6: conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.